Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and spinal pain. The other medications the patient was taking at the time of the event were piperacillin, vancomycin, diphenhydramine, albuterol, atorvastatin, tylenol, hydrocodone, dilaudid, magnesium, phenergan, lovenox, diltiazem, synthroid, and flomax. It was reported the patient had the pump system removed due to infection. It was later reported by a healthcare provider (hcp) that the diagnostics performed related to the infection included intraoperative culture and epidural hematoma. The cause of the infection was noted as the catheter being placed a couple weeks earlier. If additional information is received, a follow-up report will be sent.